Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave nav pfa catheter the guidewire became stuck. While moving the catheter the physician noted that they were not able to advance or retract the guidewire. The guidewire and catheter were removed out of the patient together and the physician removed the guidewire with force, which caused a "small plastic" to come off of "the head of catheter." Both the catheter and guidewire were replaced. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.